Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (b)(60, +19.5d) was explanted from the left eye due to blurry vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4)